Event description:
The 11/12 blunt tip trocar was used in a laparoscopic cholecystectomy. The trocar was used at the umbilical site. The "wings" were outside of the pt when they broke into several small pieces.